Event description:
Customer reported an unexpected unexpected reaction when testing a sample on the echo with capture-r ready-screen 3 (crrs 3). The echo software interpreted a sample result as negative, but visually there appeared to be a weak reaction.

Manufacturer narrative:
Tested returned sample manually and read on in-house galileo using retention crrs 3, lot e017. Well 1 (cw pos) = 8; well 2 (cw neg) = 17; well 3 (cw neg) = 8. Additionally, the returned sample was tested by manual tube method with retention panoscreen 3, cell 1 (cw pos) and the returned sample was negative at all phases of testing.